Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of his wife (the patient) and reported a high blood glucose (bg) event. The reporter claimed that the patient was hospitalized on an unspecified date/time in (B)(6) 2012. He mentioned that the patient was hospitalized for bg's in the "600 range" (mg/dl) and a "slight stroke." No additional information was provided regarding the hospitalization. The reporter indicated that the patient did not have any other health conditions, but was taking the following medications: lasix, omeprazole, metoprolol, levaquin, lisinopril, and vitamin(s). Through troubleshooting, the reporter noted having difficulty getting the pump to respond to button presses. In addition, the pump's date and time were found to be incorrect. The pump's time of day (am/pm) setting was also off. The animas representative involved in this contact was able to walk the reporter through correcting the pump's date/time. It is unknown at this time why or how the pump's date/time was set incorrectly. A review of the pump's basal history revealed a number of "0" basal deliveries. The pump's basal settings were checked and no basals were set to 0 at anytime. In addition, the pump's display was allegedly dark and hard to read. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient was hospitalized in (B)(6) 2012 for a bg level suggestive of severe hyperglycemia and a "slight stroke". However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury considering multiple issues were found with the device during troubleshooting.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: no insulin delivery or pump defects were found. Daily insulin delivery totals were reviewed and correctly reflect the programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The pump was tested on a 29 hour flow test and was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.